Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Patient experienced a humeral fracture during surgery. This was fixed with a cerclage on the humerus. Form states event is definitely not related to devices or procedure. This event report was received thorugh clinical data collection activities.